Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and b30 error message was displayed due to a faulty scope socket. Also, evaluation found there was cosmetic damage and the front panel was broken and discolored, the chassis and inside of the top cover were slightly rusted, and a non-olympus lamp had 400 or more hours. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii xenon light source displayed a b30 scope communication error message and had rust around the contact point. The issue was found during the preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to a faulty scope socket. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.